Event description:
It was reported that this right atrial (ra) lead had dislodged. Subsequently, a revision procedure occurred and the lead was successfully repositioned. No additional adverse effects were reported.